Event description:
It was reported that during priming with herceptin, the set leaked from the accuslide itself under the silicone near an "a4" mark. The leak did not result in any patient harm. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information. The device history record was reviewed and there are no no-conforming material reports associated with this lot number.